Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that three of her tampons broke in two pieces upon removal and pieces remained inside of her. She inidcated that the event occurred on two different occasions. She was able to remove the remaining pieces. She did not seek medical assistance. No further information is available at this time.